Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic complaining of fatigue. The patient also reported chest wall stimulation with pacing. The patient had a heart rate of around 40 beats per minute, with their pacemaker programmed to a lower rate of 40 beats per minute. It was seen via chest x-ray that the right ventricular lead had perforated. An echocardiogram was performed and verified that there was not cardiac tamponade. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.